Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device not functioning was first noticed in (B)(4) 2019. The patient reported that the battery went dead while she was in the hospital and wouldn¿t charge. The patient reported that she was in the hospital and didn¿t have her charger. The patient noted that she needed to work with a rep to see if they could get it working. The issue was not yet resolved. No further complications we reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The hcp reported that the patient¿s device wasn¿t functioning. The hcp had no further information. No further complications were reported.